Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. The customer acknowledged understanding the instructions and was advised to call back if the malfunction code reappears.